Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two trial leads with the same lot number. It was reported a cerebrospinal fluid leakage occurred during the trial procedure. The patient experienced a persistent headache postoperative. Subsequently, the physician performed a blood patch. Follow-up identified the headache has resolved.